Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number 6574656. Manufacturing location: (B)(4). Date of manufacture: 09-may-2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was noticed that a matrix t25 screwdriver shaft has a mangled tip during a l4-5 fusion using matrix on (B)(6) 2017. All of the flanges on the tip of the shaft are distorted and bent. Due to the condition of the instrument, the shaft was taken off of the sterile field and a backup t25 screwdriver shaft was used to complete the case. The case was completed successfully and without patient harm. There was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing and device history record review were performed as part of this investigation. The driver shaft was returned stripped, all flanges on the tip are bent. This complaint is confirmed. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Dimensional analysis is not applicable as the device was returned with damage to relevant features. Relevant drawing was reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. While no definitive root cause could be determined, it is likely that the driver stripped over 6 years of use. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.